Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Pump passed the delivery accuracy test. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, stained end cap sticker and stained address / serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Troubleshooting was performed. The customer was in emergency room and was hospitalized on (B)(6) 2017 at 2 pm. The blood glucose value when admitted to hospital was over 500 mg/dl. The customer complained about hyperglycemia. The customer wearing the pump at time of hospitalization. The product was not returned for analysis.